Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient texted them today reporting that they were seeing an out of regulation (oor) message on their patient programmer. The patient reported that their left leg was shaking a lot, and when they checked their ins they saw the oor message. The rep reported that they were uncertain what the patient's programming was as they had not yet spoken to the patient. The rep reported they would call the patient back to get additional information and troubleshoot. No further patient complications have been reported as a result of this event.